Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the endowrist stapler 45 instrument misfired when a green stapler 45 reload was fired. As a result, the surgeon elected to convert the procedure to open surgery. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for return of the green stapler 45 reload. However, the product has not been returned for evaluation. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is being reported due to the following conclusion: the customer converted to open surgery after the start of the da vinci-assisted surgical procedure due to a stapler misfire.